Manufacturer narrative:
The reported event of insulation anomaly was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-47947. It was reported that the patient was dependent on the device for normal function. It was noted that noise, oversensing, high pacing lead impedance was observed on the right ventricular (rv) lead. Upon extraction of the rv lead it was noticed that the right atrial (ra) lead had an insulation anomaly. Both leads were explanted and replaced. The pacemaker was electively replaced but had no issues. The patient was stable and was discharged from the hospital.